Event description:
It was reported that pump displayed malfunction message malf 9 with no notable events occurred beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur, advised customer to continue pump use, and instructed customer to call back if malfunction messages returned, which customer acknowledged and understood.